Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, selftest, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected a23 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump external flash error. The customer¿s blood glucose level was unknown. The customer reported that they had external flash error. The customer was advised that the insulin pump needs to be replaced and was advised to revert to backup plan. The insulin pump will be returned for analysis.